Event description:
It was reported the patient experienced worsened recurring incontinence following the implant of an unknown sling. Another continence device was implanted on (B)(6) 2015. No further patient complications were reported in relation to this event.